Event description:
It was reported that during a mis bunion surgery the burr jams when it meets the resistance of the bone. The burr appeared to be engaged and customer tested the device without resistance prior to use and everything worked fine. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
An evaluation on the product has not yet been performed as the device was just recently received and sent to the manufacturer for evaluation. A most likely cause might be attributed to damages resulting from repeated use / wear and tear. A follow-up submission will be sent once additional information has been received from the manufacturer.

Manufacturer narrative:
Correction: the device was not received or sent to the vendor for evaluation. Additional information: g3, h3, h6 the device was not received. An evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause might be attributed to damages resulting from repeated use / wear and tear.